Event description:
It was reported that the patient was having incontinence problems and their doctor replaced their implantable neurostimulator (ins) on 2015 (B)(6) because, it was old and they wanted to see if replacing it would help with their incontinence. They also wanted to move the ins to a different place. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# v662981, implanted: 2011 (B)(6); product type lead product ID 3093-28, lot# v677981, implanted: 2011 (B)(6); product type lead. (B)(4).